Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional on behalf of the consumer, it was stated that the consumer had an ulcer in the unknown eye after wearing contact lenses. Medical intervention or treatment details was not reported. The current status of the consumer¿s eye is unknown at the time of this report. Additional information has been requested but has not yet been provided.